Event description:
The user facility, scripps memorial hospital, did not submit the reported complaint to ge healthcare. Ge healthcare's first knowledge of the report was via notification from the FDA. The report was reviewed by ge healthcare and determined it was not a reportable event.

Event description:
Patient in room, IV started, anesthesiologist turned on anesthesia monitor and it failed to work. The anesthesiologist discovered that there were multiple cables disconnected and they were damaged.biomed responded, monitor repaired. Surgery delayed 30 minutes. No patient harm.